Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incident. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
It was reported that the pruitt f3 carotid shunt balloon ruptured during use. The damage was noticed after removal from carotid artery during cea procedure. It is unknown if the damage occurred while in the artery or from being clamped. A replacement shunt was used. No injury to patient.